Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown date during a dynamic hips screw (dhs) surgery, the couple screw threading was noted to be difficult to use, and guide shaft bent. Secondary set was used. There was no patient consequences, and no surgical delay was noted. Procedure was successfully completed. Concomitant device reported: connector short (part # 338.2, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® guide shaft with flats. This is report 1 of 1 for (B)(4).